Event description:
It was reported that the device was used during a hemorrhoidectomy, the staples did not form on the right side and were in the open position. The open staples caused tearing in the muscosa when they were being removed which lead to approximate 100-200 cc blood loss. Another device was used to complete the case. The patient did not require blood products and was discharge home post procedure.